Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a percutaneous transluminal aortic angiogram procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and during a catheter exchange over a guide wire the catheter tip detached. The physician made a small skin score around the dermatotomy site and successfully removed the catheter tip from the patient with a pair of hemostats. No patient injury to report.